Event description:
While using endostitch ref #(B)(6) during a surgical procedure the needles broke off on two different items from two different lot numbers in the patient and had to be retrieved. Ref report: mw5171317.